Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery. (B)(4)/ model #: 1650de, device available for evaluation: yes. Device evaluated by MFR: yes. Labeled for single use: no. (B)(4). Product event summary: three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of (B)(4) manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of (B)(4) revealed that the device passed functional testing and visual inspection. Failure analysis of (B)(4) revealed that the device passed visual inspection. However, functional testing revealed that one led indicator was not responding when the gas gauge button was pressed. Supplemental testing revealed contamination on the connector between the gas gauge and printed circuit board (pcb). Failure analysis of (B)(4) revealed an illegible release indicator on the output cable. The release indicator is located on the output connector to assist the patient during a connection or disconnection of a power source. This is an additional observation not related to the reported event and likely due to the handling to the device. Functional testing revealed that the capacity of the battery was lower than expected. It was noted that the battery had a cycle count of 367 and that there was a time difference of more than 1368 days between the manufacturing date and the reported event date. This indicates that the battery was most likely not in use for an extended period. Hence, the battery was susceptible to an expected degradation of capacity as a result of non-usage. This observation prevented the battery from holding charge as expected. As a result, the reported display error and not charging were confirmed. The most likely root cause of the reported display error can be attributed to contamination of the pins on the connection between the printed circuit board and gas gauge display. The most likely root cause of the reported not charging can be attributed to an expected degradation of capacity as a result of non-usage over time. If information is provided in the future, a supplemental report will be issued.

Event description:
The batteries were returned to the manufacturer because they were not charging and display wasn't working properly. The batteries subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.